Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The customer replaced multiple parts, which included the pinch valve tubing, roller pump tubing, sample pot tubing, electrodes, sample probe, ion selective electrode (ise) reagents, and performed enhanced cleaning. Due to multiple part interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high sodium (na) patient results on their au480 clinical chemistry analyzer. The customer repeated the sample and obtained results considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.